Manufacturer narrative:
Follow-up from 15-jul-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the insertion procedure a piece of the aluminum from the device broke off (device malfunction). This event, interpreted as device breakage, was considered serious by the reporter due to medical importance and it was considered listed upon receipt of the product technical analysis. During difficult insertions, single cases have been reported of essure breakage. In the present case, during insertion the device would not move forward and was bending upon attempts to advance (non-serious event); and a small piece of the aluminum from the device broke off. Therefore, considering that the reported events occurred during the insertion procedure, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report as quality defect was not confirmed nor an adverse event was reported at this point in time. Further information cannot be obtained.

Event description:
This is a spontaneous case report received from a health professional via regulatory authority ((B)(4)) in united states on 27-mar-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014, lot number c91739 (expiration date 01-jul-2017). On (B)(6) 2014, the essure device was being used on the right fallopian tube by the physician. The device would not move forward and was bending upon attempts to advance. A small piece of the aluminum from the device broke off. Device malfunction was reported - the device did not do what it was supposed to do. The reporter mentioned other serious (important medical events) as event outcome, however did not specify it. Follow-up received on 06-apr-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a usability issue. (B)(4). Final assessment: lot number: c91739; expiration date: 31-jul-2017; production date: jul-2014. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue in the context of a difficult device insertion. The ae case refers also to a usability issue. However, no adverse events were reported at this point in time. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. At this point in time no adverse events have been reported therefore a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report as quality defect was not confirmed nor an adverse event was reported at this point in time. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the insertion procedure a piece of the aluminum from the device broke off (device malfunction). This event, interpreted as device breakage, was considered serious by the reporter due to medical importance and it was considered listed upon receipt of the product technical analysis. During difficult insertions, single cases have been reported of essure breakage. In the present case, during insertion the device would not move forward and was bending upon attempts to advance (non-serious event); and a small piece of the aluminum from the device broke off. Therefore, considering that the reported events occurred during the insertion procedure, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report as quality defect was not confirmed nor an adverse event was reported at this point in time. Further information has been requested.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.